Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim adn gastrointestinal/pelvic floor therapy. It was reported that they had been having problems with recharging their implant since the first time they attempted to charge after getting the implant (probably in (B)(6) 2022). The patient stated they had a very hard time making the battery recharge and that they had to recharge their device about every 2 weeks and it was always a challenge to get the recharger to connect with the device. The patient stated the recharger seemed to not be working at all. They stated they received a 1707 service code when they were charging last and they stated they knew they'd seen it several months ago as well. The patient also mentioned that the recharger had rapidly scrolling lights for a couple days but the patient stated they were finally able to get the recharger to turn off. Patient services had the patient place the recharger on the dock and hold the power button down for 10 seconds and then had the patient remove the recharger and power the recharger on. The recharger came on and started beeping as expected and it paired to the recharger application. Patient services had the patient search for their ins site. The patient initially said they were focusing on charging over the little "lump" at the base of their spine. Patient services reviewed with the patient they may be over the lead site and asked the patient to palpate the skin gently near the hip-buttock area to locate the ins. The patient stated that they were unable to move their left arm (the side their implant was on) because they just had a total shoulder replacement on their left side so they had their spouse assist them with trying to locate the ins site. The spouse was able to locate the ins site and stated they felt the edges under the skin but it felt like it was at a slight angle. The patient saw a 'recharger is inactive message' so patient services had the spouse turn the recharger back on and continued to try to place the recharger over the ins site. The spouse commented it was difficult to hold the recharger over the ins site the way the ins was positioned, that it was difficult to balance the recharger over it. The recharger would connect to charge the ins momentarily and it showed it was at 10% charge but then the recharger went inactive again and the spouse had to turn the recharger back on again and the recharger would continue to search for the ins. The patient confirmed they were getting 1707 service codes. Patient services asked the patient if they'd had any falls or traumas that would have led to the tilting of the implant and the patient stated no, but they felt like things were much worse for their charging after they had their shoulder replacement on (B)(6) 2024. The patient stated they had the ins charged up prior to the surgery and had the implant off for the surgery and their doctor told them they could turn the therapy back on afterwards but the patient didn't get around to turning the therapy back on until 4-5 days ago and now they were unable to charge the ins at all since the surgery. The patient stated prior to the surgery, they'd be able to charge the ins but they had a lot of difficulty with charging so much so that probably in (B)(6) 2022 they went to their health care provider (hcp) office for assistance in charging and met with a manufacturing representative (rep) and the rep told the patient they were going to change the ins from its default settings so that it would make a "connection for 30 seconds and then go off again instead of it being continually on." Patient services asked the patient if the rep had been discussing cycling with the patient but the patient wasn't sure just that the rep had mentioned programming the ins differently than what it was for default. Patient services reviewed the meaning of the 1707 code with the patient and walked the patient through trying to connect again but the patient was still unable to connect to charge their ins. The issue was not resolved through troubleshooting and the caller was redirected to follow up with their managing health care provider to further address the issue. The patient mentioned they had an appointment scheduled with their healthcare provider at the end of the third week in september so they would follow up with the hcp then and call in advance to see if a rep could be at the appointment to check the implanted system.